Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) instructed the customer to unplug and plug the biometric identifier back in. The customer stated that the biometric identifier would not initialize. After a series of unplugging, plugging back in, and rebooting, the device started working again to resolve the issue. The system functioned as intended after the field service engineer investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es sb-ed biometric fingerprint scanner was not functioning. Previously, all users attempted to log in were prompted to have a witness verify access. The pharmacy later removed the witness requirement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.